Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope had foreign material in the air/water cylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, due to damage on the channel tube, water tightness was lost. Reprocessing was not conducted properly because water tightness was lost due to damaged biopsy channel. Subsequently, the material was possibly not eliminated. An identification of the reported suggested malfunction and a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling occurrence of the events can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.